Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: the generator was returned and analysis was unable to confirm the customer comment that the device did not operate correctly, that spanish appeared on the screen, that the bottom menu would not come up nor that the rate came up at zero and was not able to be adjusted. Analysis did find that both bail covers and the battery drawer were broken, the battery contacts were compressed, the battery drawer o-ring was missing and that the keyboard window was scratched. (B)(4).

Event description:
It was reported the device does not operate correctly. After post (power on self test) there is spanish on screen, bottom menu won't come up, and rate comes up zero and won't adjust. The device was returned for repair and calibration. No patient complications were reported as a result of this event.

Event description:
It was reported the device does not operate correctly. After post (power on self test) there is spanish on screen, bottom menu won't come up, and rate comes up zero and won't adjust. The device was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.